Event description:
Small piece on the horizon ligaclip (piece that holds the tension rod in place) was missing or broken. A search of the patient and operating room was conducted and the clip was not found. Unknown if the clip was broken prior to the procedure. Dr. Looked at x-rays pre and post op and did not find any difference.